Event description:
A high troponin-t result occurred for one patient sample. Initial result 0.037 ng per ml, repeated twice, gave less than 0.010 ng per ml both times. No erroneous results were reported, the less than 0.01 ng per ml result was reported, which agreed with previous cardiac results.

Manufacturer narrative:
The field service representative was unable to determine the cause. Instrument checks were performed, and were found to be within specification.